Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) auto fill failure alarm is coming on display. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse was able to reproduce the issue and states the fill port connector was physically damaged and needed replacement. After replacing the damaged part the iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a.